Manufacturer narrative:
External insulation abrasion was noted at 40.1 to 40.4cm from the distal tip. The etfe insulation was intact. The abrasion found is consistent with friction to the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient stated he was experiencing a burning in his chest. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.